Event description:
We received a report that the haptics were sticking at the optic or at the edge of the optic during the implantation of a tecnis zcb00 intraocular lens (iol). They were hard to loosen. No patient injury was reported.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.